Event description:
Patient reported previously experiencing irritated, red, and swollen infusion sites. She indicated that she spoke with the diabetes educator regarding the issue with her sites in her abdomen. Patient stated that the diabetes educator instructed patient to switch to a different infusion set. She indicated that after switching to the different infusion set, she did not have any further issues. Patient did not report any blood glucose issues related to the incident. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.